Event description:
During a ptca treatment procedure, the maverick2 monorail 15x3.0 mm balloon ruptured at five atms. The lesion being treated was a calcified, 99% stenotic lesion in a very tortuous distal right coronary artery. The physician used a 6f aluncher jr3.5 guide catheter and a pt2 light support guide wire to corss the lesion. The maverick2 monorail balloon was removed and replaced with a quantum maverick balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as "good".